Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a lead revision 2 weeks prior to the report. The physician changed the lead type and repositioned the leads as they were not giving the patient proper coverage. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 977a160, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3776-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).